Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the numbers on the insulin pump scroll up without any input from the customer. It was also reported that the buttons keep freezing. Customer's blood glucose level at the time 190mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).